Manufacturer narrative:
A partial lead with the distal tip measuring 48.8 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.8 cm to 13.6 cm from the distal tip. One rv cable etfe coating was abraded while the other rv cable etfe coating was intact and the inner coil was not exposed in this abrasion region. Internal insulation abrasion was noted at 18.7 cm to 20.6 cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.5-4.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted at 42.1 cm to 42.3 cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.